Event description:
It was reported by the customer that in bd pyxis¿ medbank tower cubie rowboard was not allowing pocket to insert. The customer reported that there was a 24-hour delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie rowboard was not allowing the pocket to insert. A field service engineer powered down the station, removed the station top, released the top four drawers, and replaced the cubie tray in drawer 3, first row to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.